Event description:
A pt allegedly severed the tip of the right index finger when the siderail allegedly collapsed on the pt's hand during an attempted dismount of the stretcher by the pt. It was reported that the last siderail spindle was bent inward extending over the mattress pad and may have contributed to the incident.